Event description:
The stryker interpulse was leaking brown fluid. The first stryker interpulse was removed from surgical field. A second stryker interpulse was obtained and the procedure was completed without further incident. The patient was taken to recovery room in stable condition. The surgeon examined the first stryker interpulse and found the insides covered with brown fluid. Choice spine representative took photos. Choice spine representative bagged the stryker interpulse along with package information. Choice spine representative will make stryker instruments aware of the problem with the stryker interpulse.====================== health professional's impression======================unknown